Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, then followed technical support instructions to leave pump connected to a known working outlet for at least 30 minutes, after which pump began charging using original supplies and no further assistance was required.